Event description:
It was reported that the packaging for a round tip catheter, (B)(4), actually contained a catheter with a couvelaire tip (possibly (B)(4)). Either the wrong catheter was in the package, or a wrong package number was on the outside of the package. The doctor was placing the catheter with a stylet and he did not see that it was a different catheter. The stylet went through the couvelaire tip and caused add'l bleeding in the bladder. The operating room assistant placed the stylet into the catheter. Add'l info has been requested but not yet rec'd.

Manufacturer narrative:
Investigation of this event is still in progress. A supplemental MDR will be filed upon completion.